Event description:
It was reported that the patient underwent a pump replacement. It was discovered at that time that the segment of the catheter that connected to the pump had a large tear and appeared to be partially disconnected. The portion was replaced. There was no information regarding changes in patient's therapy prior to the surgery. The pump was reprogrammed from morphine 2.5 mg/day to 1 mg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for the catheter.